Event description:
The catheter had been used for intrathecal baclofen therapy. Multiple catheter revisions had to be performed because of occurring liquor leakages. The drug used in the pump at the time of the event was lioresal. Additional info has been requested; a f/u report will be submitted if additional info becomes available.

Manufacturer narrative:
(B)(4).